Manufacturer narrative:
The device history records were reviewed and found to be conforming. The device was received, investigation is ongoing. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It is reported that during a surgery performed on (B)(6) 2016, the durasul¿alpha insert, kk/32 could not be fixed in the allofit cup. A surgery delay of 5 minutes was reported, the surgery was competed with a similar insert (same size).

Manufacturer narrative:
Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event summary: a durasul alpha inlay neutral (ref 01.00013.411 lot. 2865485) has been received. The surgeon states that the alpha insert could not be anchored in the allofit cup. The surgery could be completed with an inlay of same size. Surgery delay: 5 minutes. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis. - visual examination: the peg on the outer surface for centering the inlay within the shell is deformed/ expanded. Further the exterior surfaces (including front surface and snap fit area) present multiple scratches/ dents. Four dents, due to the contact with the pins on the inside of the titanium cup (which press into the polyethylene and provide additional stability to the insert) can be identified. The dents caused by the two pins appear paired and aligned but are not in symmetry with the center of the pe insert sphere. Within the insert no damage can be detected. - measurements: to ensure the insert has correct dimensions, the relevant characteristic according to the inspection plan were checked. The conducted measurements confirm the correct size of the affected liner. That being said, the DHR indicates that the affected liner met all specifications. - functional test: a pole plug (ref. 01.00004.000, lot 2571423) was placed on the deformed centering peg of the inlay, to determine whether this peg still suits the counterpart/ bore hole of the plug. The test showed that the peg is too significantly deformed to allow a correct position within the plug. This indicates that a correct centering of the inlay within the shell by inserting the inlay's peg into the plug's bore hole is no longer possible. Review of product documentation: - compatibility: no compatibility check can be performed as only one product has been reported. - inspection plan: - characteristic "diameter 50.69 +0.05/-0.05 mm" with scope of testing: aql 1.0 - characteristic "diameter 50.63 +0.05/-0.05 mm" with scope of testing: aql 1.0 - characteristic "dimension 23.8 +0.05/-0.05 mm" with scope of testing: aql 1.0 - characteristic ¿diameter 18.5 +0.05/-0.05 mm¿ with scope of testing: aql 1.0. -surgical technique: the surgical technique states ¿the supplied insert is attached to the setting instrument, introduced into the cleaned shell, and is carefully centered. The polyethylene peg must be centered in the hole of the polar screw. To do this, use the setting instrument to position the insert at the entrance plane of the shell. In this position, the insert is turned clockwise using the setting instrument. If it can easily be turned concentrically, it is only tapped lightly with a hammer¿. Root cause determination using dfmea: - failure of connection between shell and insert due to insufficient snap geometry. => not possible: the snap geometry was checked and a systematic issue related to potential design would have been detected as part of complaint trending defined in complaint registration or in the current pms process post market surveillance. - difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to damage of the polar plug. => not possible: nothing indicates the polar plug has been damaged. - difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to damage of the polar thread of the shell. => not possible: nothing indicates the polar thread of the shell has been damaged. - difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to fracture of the pelvis. => not possible: no pelvis fracture is reported. - failure of connection between shell and insert due to wrong pairing of components (wrong size). => not possible: as nothing indicates a wrong sized shell not suiting the inlay was used. Additionally it is stated in the per that an inlay of same size could be implanted into the shell. - failure of connection between shell and insert (wrong pairing) due to wrong selection of parts due to unknown compatibility list. => not possible: as nothing indicates a wrong sized shell not suiting the inlay was used. Additionally it is stated in the per that an inlay of same size could be implanted into the shell. - failure of connection between shell and insert due to wrong assembly procedure. => possible: the detected damages (deformed peg on the inlay and non-symmetrical dents caused by the two pins of the shell) indicate the inlay was not centered correctly within the shell prior to impaction with the hammer. The surgical technique states how to center the inlay correctly. Conclusion summary: based on the returned product and the given information the complaint could not be confirmed however an exact root cause could not be determined. The returned insert with size kk/32 has been produced according specifications and its correct size can be confirmed. A possible root cause: the detected damages/ imperfections (deformed peg on the inlay and non-symmetrical dents caused by the two pins of the shell) indicate that the surgeon had difficulties with centering the insert within the shell prior to impaction. If the inlay gets impacted without being correctly centered the centering peg gets deformed and expanded making it subsequently even more difficult to achieve a correct position and an anchoring of the inlay. The surgical technique states how to center the inlay correctly prior to impaction. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).